Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested 03/08/2011, 03/09/2011, and 03/22/2011 by phone, fax, and mail. A completed questionnaire was received on 03/28/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens was exchanged. The surgeon reported the pt had "surprise astigmatism" following the iol implant. The pt had a history of a prior lasik procedure (pre-existing). In a f/u, the surgeon reported the reported the event resolved following the exchange procedure.